Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the footswitch and the fluoro functions printed circuit board. The system was tested and fond to be working as intended and put back in service.

Event description:
The customer reported that the systems' footpedal would stick in the on position. No pt injury was reported.